Manufacturer narrative:
On (B)(6) 2016, a field service engineer ( fse) observed that the 3 way valves were not getting a solid stream of wash and air bubbles were present. The fse cleaned out b/f incubator, adjusted wash probe alignment, and ran startup controls. New assay electrodes were also ordered. The probable cause of the event, was washer electrode assay faulty / sucking air. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported on the aia-2000st sn# (B)(4), multiple bf purge failures. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.